Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation and the patient experienced pericardial effusion that required pericardiocentesis. Pericardial effusion was observed post op. The physician had to drain the patient the evening after the procedure and the patient required extended hospitalization. Patient improved. The physician's opinion on the cause of the adverse event is the procedure. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31341707l and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).